Event description:
The device was used during an appendectomy. Reportedly, the jaws would not close and a component disengaged into the pt's cavity. The surgeon was able to retrieve and component and applied another device to complete the procedure. The hospital has reported no pt injury occurred.